Event description:
The customer reported that her blood glucose reached 372 mg/dl and that when she deactivated the pod, she noticed that the adhesive was wet, and that the cannula was bent and had dislodged from the infusion set.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.